Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the glass cap appears depressed at the output area; the metal cap exhibits severe detritus adhesion; the glass cap has pushed forward and is protruding from the metal cap; the fiber bevel edge at the output window has shifted forward. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that with the first fiber, error message ¿clean the fiber¿ occurred; cleaned, the same message occurred and the ¿fiber stopped after 218,008 joules of use and 25 minutes of action.¿ a second fiber was used and error message ¿clean the fiber¿ occurred @111,988 joules of use and 22 minutes. This fiber was exchanged and the procedure was completed with a third fiber; 147,578 joules of use and 32 minutes. There was no injury to patient reported. This report is for the second fiber used.